Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature battery depletion. The device, which was implanted on april 16, 2003 reached eri on october 2, 2006. The device administered one shcok and was programmed with low thresholds.